Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue occurred during a posterior spinal fusion procedure. It was noted that there was a less than hour surgical delay, possibly 15 minutes, and no impact on patient outcome.

Manufacturer narrative:
A hardware analysis of casepart-294159 was initiated to determine the probable cause of the issue. Analysis found that the computer boots normally to the application screen. The cranial and spine programs started and ran normally. No unresponsiveness was observed. A software analysis was initiated to determine the probable cause of the issue. Software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4). The computer 9735225r rollingstone s7 rfrb (lot# 1777061) was returned for analysis. Analysis found that the returned computer had a bad hard drive. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733686, software version: (B)(4); product ID: 9735225r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. Another visit was made to the site to service the system. Hardware parts were replaced. A system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system became unresponsive. The biomed was unsure of any other details as they were not present at the time of the event. A medtronic representative (rep) was able to replicate the system going unresponsive in spine application. The system only had 30% free space, but even after freeing additional space the system would go unresponsive again. The rep uninstalled and re-installed the spine application, but the system became unresponsive on the administrator login screen. The rep changed the system's mouse and it was noted that the keyboard had no issues. All connections were reseated. It was noted that the site had removed the system from circulation and it was unknown if they planned on moving forward with repairing the system. There was no patient present when this issue was identified.